Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a neurosurgical procedure, the cusa clarity handpiece (c7036) presented with overheating during surgery. However, the procedure was completed. There was no patient injury or surgical delay.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity 36khz handpiece (c7036) was not returned for evaluation; therefore, a complaint investigation (failure analysis) and determination of root cause is not possible. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Based on the customer reported failure ¿overheating¿, it is possible that this complaint was as a result of overloading the tip. However, without testing it is not possible to verify. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a